Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain at the perineal and surgical site. The patient had a possible symptoms underlying degenerative disc disease in the thoracic spine. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead 50cm.

Event description:
A report was received that the patient was experiencing severe pain at the perineal and surgical site. The patient had a possible symptoms underlying degenerative disc disease in the thoracic spine. The patient will undergo an explant procedure.